Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, ventricular fibrillation was noted potentially caused by p wave oversensing due to the right ventricular lead counting the p waves and r waves. The lead was capped and replaced during an elective device replacement and the patient was stable.